Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to log in. The customer stated that the station displayed an error message reading, a fatal underlying data connection or hardware issue. The customer attempted troubleshooting by rebooting the station; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A field service engineer performed a power cycle for 15 minutes, followed by a 45-minute data synchronization. The system successfully rebooted into the application, and the customer tested and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.